Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported prior to a procedure starting a system advisory appeared. When the lamp was exchanged, a crack was found in the aspheric surface lens inside the unit. Additional info has been requested but none has been received to date.